Manufacturer narrative:
Result: drawer cable, scale display module assembly.

Event description:
It was reported by service report that there was no scale display, and the bed exit could not be set. No pt involvement or adverse consequences were reported.